Event description:
It was reported that the left ventricular lead exhibited high threshold and loss of capture. The device was reprogrammed. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).